Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled coating could not be determined. It is possible that the peeled coating was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, service found a section of the coating greater than one square millimeter on the insertion section was peeling due to deterioration. The reported issue (collapsed insertion tube) was confirmed. The connecting tube was dented due to physical stress. In addition, angulation in the up direction was out of specification due to elongation of the angle wires, the adhesive on the bending section cover was detached due to deterioration/damage, the adhesive on the light guide lens was peeled due to deterioration, and the markings on the light source connector and control panel were peeling due to chemical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee reported the insertion tube on the loaner device was collapsed. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the coating of the insertion section was peeling. This report is being submitted for the malfunction found during evaluation (peeled coating). There was no harm or user injury reported due to the event.